Event description:
Additional information received: the patient survived the explant.

Manufacturer narrative:
B5 narrative was updated.

Event description:
Additional information received reporting "two alarms sounded, prompting them to replace the purge set. After the replacement, the issue was resolved." It was also reported that "there were no visible issues with the purge set that was replaced. In summary, although the alarms occurred and the purge set was changed, no external or visible damage was found."

Manufacturer narrative:
B5. Additional event description added. H6. Medical device problem code added.

Manufacturer narrative:
Added: d3, d6a, d6b priming problem / purge pressure low: the cause of the priming problem and purge alarms "air in purge system" and "purge system open" was not determined due to no product returned, no data logs recovered, and insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant was implanted with an impella 5.5 via surgical aorta for mechanical circulatory support. "Purge system air contamination" and "purge system fluid leak" alternately occurred. The purge set was replaced because it did not improve even though it was according to the control unit's instructions. Then the alarm disappeared completely. No liquid leaks were found from the connecting connector area or from the purge cassette area.